Event description:
Customer reported that on an unspecified date, approximately two weeks prior to calling on (B)(6) 2014 he began to experience sweating, but when he applied blood to a test strip inserted into his adc blood glucose meter he received an unspecified error message on the display. Customer further reported he subsequently experienced a loss of consciousness. Paramedics were called and treated customer on the scene with an unknown "injection". Customer was also given a peanut butter sandwich and orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.